Manufacturer narrative:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image disappeared. There was no report of patient injury associated with the event.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image disappeared after the contrast and brightness became less after a scope was connected and the image was displayed for a few seconds. The subject device has not been returned to omsc but was returned to olympus europa k.g (oekg). Oekg checked the subject device and confirmed the reported phenomenon that the endoscopic image disappeared was duplicated due to bent the one terminal in the video connector socket. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus europa k.g (oekg), this phenomenon was attributed to the contact failure due to the bent of the electrical contact of the video connector socket, the bent of the electrical contact might be caused by external force.